Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 3 see 1920664-2015-00254 and 00256.

Event description:
The user facility in (B)(6) reported the cutter wasn't working properly. There was no patient impact or medical intervention required.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v5101 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle cannot advance into the port window due to the severity of the bend in the needle. The inner needle cannot reach the cutting edge, therefore the cutter cannot cut. The cause of the bent needle cannot be determined. Report 2 of 3 see 1920664-2015-00254, and 00256.